Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
The following was reported to gore on (B)(6) 2025, from the imedidata study database: on (B)(6) 2025, this 72-year-old male patient underwent endovascular treatment for a common iliac artery aneurysm. The patient was treated with a gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg endoprosthesis) and two gore® excluder® aaa endoprosthesis devices (contralateral leg endoprosthesis devices). The sites were accessed by cut down on the left and right. The gore® devices were successfully navigated to the intended locations and successfully deployed. The trunk ipsilateral leg endoprosthesis was implanted in the left common iliac artery. One contralateral leg endoprosthesis was implanted in the right common iliac artery and another was in the left external iliac artery as planned. The left internal iliac artery had been embolized before the stent grafts were implanted. Device catheters were successfully removed after successful access, delivery and deployment of the devices. There were no access-related complications. The patient was discharged home on (B)(6) 2025. On (B)(6) 2025, the patient was noted to have left buttock claudication. Hospitalization and medical or surgical intervention was not required. This adverse event is noted to be ongoing/not resolved.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.